Event description:
A trilogy 202 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator service required code was found in the device error log indicating the device's oxygen blending module required replacement to address the issue.